Event description:
It was reported that an unknown alarm occurred on the homechoice device. It¿s unknown if there was patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 3 of 4 for this event.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).